Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that upon removal of a smiths medical jelco® protectiv® safety i.v. Catheter, it was noted that the catheter remained inside the patient. It was reported that the catheter was in the back of the patient's hand. Vascular surgeons were contacted and the catheter was extracted by making an incision and using sutures to close. There were no further adverse effects reported.